Event description:
Pt was in cardiac arrest, crew started giving CPR with medibag. Crew noticed that inlet valve was partially detached and only had one staple. A backup bag was used. Pt did not survive as pt was in cardiac arrest to begin with.